Event description:
It was reported that during implant the connector tip of the lead broke off during a pull test after being secured to the header of the device. The lead was not implanted. The patient was in good condition following the procedure.

Manufacturer narrative:
A partial lead without the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the connector pin, a complete analysis could not be performed.